Event description:
It was reported that the system had mixed patient images. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The hard disk was found to be defective and was replaced. The system was tested and found to be working as intended and placed back into service.